Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the images uploaded from the electronic picture archiving and communication systems (pacs) were not optimal to the navigation system. The spacing and thickness were 0.63mm, however, the alert said they were not contiguous and not optimal for the navigation system. The images in the software cut off most of the patient anatomy and adjusting the threshold did not resolve the issue. No patient was present. Troubleshooting information was provided. It was suggested to ask imaging to burn a disc or put images on a usb, download the archive again, and follow up with it to verify that stealth protocol was used.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.